Event description:
It was reported that the patient fell and began to feel a shocking feeling. It was further reported the shocking feeling was felt on the left side of the implant at the device pocket. It was reported that the patient went to the doctor¿s office to be reprogrammed and high impedances, >10000 on all electrodes, were noticed. It was reported, the patient was sent for x-rays and their health care provider (hcp) determined a revision needed to be done on the lead with the high impedances. It was noted, the patient¿s second lead ¿worked great and had no impedance issues¿. It was reported, the patient was explanted on 2014 (B)(6). Additional information received reported the impedance issues were resolved after the revision and the patient¿s therapy is working great.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).